Event description:
5/26/97, follow-up info indicates that a serious injury occured and the device was used and no other sole cause of the inquiry could be identified. A re-operative procedure was performed. Pt expired 4 weeks following a re-op from multiple organ failure secondary to pneumonia concurrent with methicillin resistant s aureus infection. (Reference: hasegawa 5/26/97).